Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient had a seizure. It was reported that the patient had a history of seizures for the past two years. The patient¿s cgm was reading 100 mg/dl and the bg meter was reading 60 mg/dl. The patient¿s mother (who was a nurse) treated the patient with dextrose (route not specified) and with food (20 grams of carbohydrates and 15 grams of sugar). The patient did not seek any assistance from a higher level of care. The patient was ¿fine and well¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.